Event description:
It was reported that approx. 20 months after the implantation oversensing was noted on this rv lead. The is-1 connector of the rv lead was capped and the old rv lead has been connected to the is-1 port while the shock function of the plexa lead retained active. The patient underwent a procedure of upgrading from pacemaker (medtronic) to crtd in 2019, so there was an old lead available for right ventricular pacing/sensing.

Manufacturer narrative:
As of today, both medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 gained no further information. Iegm episodes were not provided. In spite of the available information, no conclusion can be drawn regarding the root causes of the clinical observations. An analysis of the leads them self would be necessary to determine the root causes. Should additional information or the devices them self become available for analysis, the investigation will be updated.